Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that during a procedure using a capio slim device, the hook did not fit into the hole, and the handle got stuck and failed to move smoothly. No patient complications were reported.